Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to seeing particles in the mask. The patient alleges to experiencing shortness of breath. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that a bilevel positive airway pressure (bipap) device's sound abatement foam allegedly became degraded and seeing particles in the mask.the patient alleges to experiencing shortness of breath. There was no report of patient harm or injury. Despite of multiple attempts (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 ; the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.